Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due elevated high blood glucose. The customer stated that the doctor increased the dosage and she will be monitored until her blood glucose stabilized. No further info was provided.